Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 76 mg/dl. The customer did not observe any significant events leading to the alarm. The customer stated that she was wearing the insulin pump on her pants when it randomly alarmed. She also noted that she was pregnant. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted during the visual inspection. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window and a stained end cap sticker.